Manufacturer narrative:
The pump passed the self test, and no alarms were noted. However, the pump had cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that the customer received a software error alarm. The customer's blood glucose level was 190 mg/dl after she did a site change. However, 30 minutes later her blood glucose level was 319 mg/dl and an hour later her blood glucose level was 321 mg/dl. During a bolus she received the software error alarm and she manually injected four units of insulin. She also reported that her insulin pump broke and that she was concerned for her life. The customer was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).